Manufacturer narrative:
A customer alleged a single run (run batch 2100) generated positive results for multiple samples run with cobas¿ sars-cov-2 qualitative assay for use on the cobas¿ 6800/8800 systems with lot g11392. None of the alleged false positives were released and no harm was alleged. An investigation was performed and no product problem was identified. It is likely the discrepancies alleged are due to site specific factors. Some examples of site specific factors could be the multiple pipetting steps or potential contamination. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6), alleged a single run (run batch 2100) generated positive results for multiple samples run with cobas¿ sars-cov-2 qualitative assay for use on the cobas¿ 6800/8800 systems with lot g11392. 29 of these samples were retested as negative with a competitor assay. None of the alleged false positive results were released and no harm was alleged. The samples were nasopharyngeal using copan swabs, however, the collection tube information was not provided. Nasopharyngeal and oropharyngeal specimens should be collected, according to standard collection technique, with flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd" universal viral transport (uvt). The customer is also pre-treating the samples in a 1:2 dilution with qiagen atl buffer (500 ul + 500 ul) upon arrival, which is also considered a non-recommended practice as an inactivation step is not part of the method sheet instructions. The samples are transferred to a secondary tube prior to being analyzed and the samples are not vortexed. Multiple pipetting steps could potentially have introduced contamination of the samples during the pre-analytical workflow, or handling such as contamination of the processing plate or ad plate with contaminated gloves. The customer has performed decontamination of the instrument after the alleged run and no further false positive results have been reported. There is no remaining sample available. Please note, no decontamination was performed prior to the alleged run (batch 2100). The alleged run batch 2100 contained a total of 66 samples where 38 samples generated positive results (positive for both or only target 2 positive) and the remaining 28 samples were negative. The customer suspected that some of the positive results were false positive as most of the positive results have negative histories. 29 of these 38 samples generated negative results upon retesting with the simplexa covid-19 test. Samples 1-25 generated results indicative of samples near the limit of detection (lod) of the assay. The ic performance for these samples throughout the run was consistent. A systems assessment, as well as an investigation into the complaint lot, was performed to rule out any instrument and/or reagent kit contribution. No product problem was identified. Based on all of the information in the case and the analysis performed, the tests appears to be functioning as intended. It is likely the discrepancies alleged are due to site specific factors. Some examples of site specific factors could be the multiple pipetting steps or potential contamination.